Event description:
Patient later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d6b, g2, h6 reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture and late seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and late seroma.

Event description:
Patient reported "capsular contracture" and "late seroma". This record is for the right side. Device remains implanted.